Event description:
Information received by medtronic indicated an inaccurate sensor reading that triggered a threshold suspend. The blood glucose was 246 mg/dl and sensor glucose was 111 mg/dl which is outside of the acceptable range. Troubleshooting was successfully performed. No harm requiring medical intervention was reported. The customer continues using the device. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.